Event description:
Consumer reported complaint for high blood glucose test results and physical defect of test strips. Customer stated that she has 4 vials of the same lot number of test strips and all of them are sticking together. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Customer stated that she performed a blood test using the true metrix go meter and one of the test strip vials and obtained a result of over 500 mg/dl. Customer stated that she went to the urgent clinic; customer's blood glucose test result at the clinic had been in the 140s (customer did not recall the exact result). Customer had been discharged the same day, (B)(6) 2026. The customer had reported the same complaint in (B)(6) 2025: internal report reference number (B)(4). During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/18/2026 and the open vial date was not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): initial customer call. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.